Event description:
It was further reported that the lesion was located in the somewhat tortuous circumflex (cx) coronary artery. The severity of the stenosis is unk at this time, but it is noted that the lesion was direct-stented. A 6f introducer sheath was used, but resistance to insertion through the vessel to the lesion was encountered. It is noted that the physician to insertion used significant force while maneuvering the taxus monorail stent delivery system, but was unable to cross the lesion. The dissection was disgnosed by cine after the taxus device could not cross. The dissection occurred in the left main (lm) coronary artery resulting in flow restriction down the cx and the left anterior descending (lad) coronary arteries. The pt experienced st segment elevation, tachycardia, multiple episodes of ventricular tachycardia, requiring several defibrillations and CPR. The pyysician wire the lad, performed ptca, and deployed a liberte' stent with good results to stablize the dissection. The pt then proceeded to CABG surgery.

Event description:
During a coronary stenting treatment procedure, a dissection of the left main (lm) coronary artery occurred. While attempting to deploy a 3.5x12 taxus monorail drug eluting stent to the circumflex (cx) coronary artery, the physician used force on the guide catheter, possibly causing a dissection in the lm artery. A liberte stent was deployed in the left main to treat dissection. The pt then demonstrated st segment elevation. He was treated with CPR and defibrillation. The pt was then sent to surgery.